Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported suction was too low error appeared and laser stopped firing. The doctor proceed with a second cut with the same settings. The flap was lifted with no issues or irregularities on the bed. Surgery was completed using excimer laser.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfiles confirmed the bad suction was due to user handling. The suction values were achieved near the lower warning level and dropped during the treatment below the warning limit. Therefore the system showed an error message and aborted the treatment. The vacuum check in the morning showed no abnormalities. Therefore a technical problem could be excluded. The device worked as intended. Root cause could be determined as user handling. The customer has to make sure that the patient¿s head is positioned properly so the applanation cone and the application interface can move toward the eye without touching the nose, cheek, or brow bone. With current information, no product malfunction could be associated with the reported event. The manufacturer internal reference number is: (B)(4).